Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The customer declined repair. The device was returned to the customer unrepaired labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.